Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Date of birth (B)(6). UDI #(B)(4). Concomitant medical products\: vngd cr tib brg 10x71/75 catalog #183440 lot #79820. Bm acet lp dome scw ti s/tap d ia6.5x25mm catalog #103532 lot #412990. Biomet por pri tib tray 71mm catalog #141263 lot #283600. Ti low profile screw 6.5x20mm catalog #103531 lot #380260. Biomet finned pri stem 40mm catalog #141314 lot #303390. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently was revised. Patient fell on an unknown date and it was thought that the patient ruptured her quad mechanism and was revised.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause for the reported issue is determined to be patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent a initial knee procedure. Patient fell on an unknown date and it was thought that the patient ruptured her quad mechanism. Therefore, the patient underwent a revision procedure approximately forty-eight days post-implantation due to pain and loosening. During the revision procedure, the surgeon noted the patient had lack of bony ingrowth on the implants. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.